Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that on (B)(6) 2022, the infusion set's tubing was detached/broken at site connector. The infusion set was used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.